Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/23/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw843 lot v9013. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw843 and lot v9013 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 5.993 kgf and value at release was found to be 5.250 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.720 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw843/lot v9013 no other event was reported for same description from other parts of country where this lot was distributed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2022. H6 component code: g07002 - no device problem found. H3 investigational narrative: complaint sample: 02 nos of intact reference samples were received for investigation for code nw843 lot v9013. Actual impacted suture was not received for investigation. Received 02 nos of suture packs were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Primary packs were opened, all sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, punching marks, broken piece, brittleness, detached needles but no such defects were observed. All the received needles were visually inspected under 10x magnification and found satisfactory. 02 nos of sutures were subjected to knot pull test and results of reference sample were found to be meeting specification requirement. Needle pull test of reference sample 1 ¿ 5.438 kgf (usp individual req-1.724 kgf). Needle pull test of reference sample 2 - 5.604kgf (usp individual req-1.724 kgf). Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw843 lot v9013. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw843 and lot v9013 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 5.993 kgf and value at release was found to be 5.250 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.720 kgf. All the individual as well as average knot pull tensile strength test values of retain sample as well as reference sample were found to meet the ups specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw843/lot v9013 no other event was reported for same description from other parts of country where this lot was distributed. Based on the analysis this is not a confirmed complaint. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was any quality deficiency/non-conformance noted with the 3rd suture before use, during use, during post-op examination or during re-operation if performed?- no, during surgery suture break 3times/3foils, after that dr use another suture from same foil & completed the surgery. And re-operation was not required . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-09419, 2210968-2021-09421.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on 9/13/2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.